Event description:
A report was received that the evening after getting her permanent implant, the patient was admitted to the hospital with pneumonia. The physician believes that the patient aspirated during surgery, which caused the pneumonia. The patient is reportedly doing well and regaining her strength.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2218-50, (B)(4) and (B)(4), description: st linear lead, 50cm with pre-loaded 0.014 inch stylet.